Event description:
The following description of the event and the condition of the pt was copied from the user facility medwatch report received by carefusion from the FDA on (B)(6) 2012. Event desc: the ventilator dependent pt became disconnected from the vent when the circuit came apart between the metered dose inhaler (mdi) adapter and the ballard suction device. In normal circumstances this should have triggered an alarm on both the ventilator and through the nurse call system. The ventilator did alarm but at a decreased volume, and the call system's external alarm and hall light did not activate. The pt required a brief period of CPR which resulted in return of spontaneous circulation. Upon inspection of the vent by clinical engineering it was found that a connector had become dislodged from the main pc board. It was reconnected and ty-wrapped on its header and the alarm volume was restored." "Upon f/u of the nurse call system a couple of issues were noted. In normal circumstances, if the cord is pulled out of the wall mounted device an alarm sounds. From previous events, we have noted that this only occurs if the cord is pulled straight out or at a slight downward angle. If the cord is pulled straight down, the tip of the piece that is inserted into the wall unit becomes only partially dislodged and will not work, nor will it sound the alarm, in addition this cord connector can be replaced upside down and again, will not work, nor will it sound the alarm." "Device usage problems: device malfunction - that is, the device did not do what it was supposed to do." "Other pertinent info: add'l info: after CPR the pt was transferred from the lt facility to an acute care facility, the family decided to remove the resident [patient] from the ventilator for quality of life concerns. The pt later expired."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device (vela ventilator) by the user facility is a summary of the info provided by the user facility on their user facility medwatch report received by carefusion from the FDA on (B)(4) 2012 and info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The user facility clinical engineering dept biomed evaluated the vela ventilator following the incident and found that a cable connector (plug) was dislodged from the receptacle on the main pcba. The biomed reinserted the cable connector (plug) into the receptacle on the main pcba and utilized a ty-rap to secure it in place. The vela ventilator has been placed back into service and there have been no further problems with the ventilator. Carefusion has sent a request to the user facility via e-mail for clarification as to the identity of the cable that was dislodged and the identity of the receptacle on the main pcba that it was dislodged from. Additionally, carefusion has requested a copy of the user facility's clinical engineering dept work order associated with this ventilator. As of (B)(4) 2012, the user facility has not provided that info. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus at present carefusion considers this to be an isolated incident.